Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of hyperglycemia. Per the reporter, the pt was feeling ill. He was brought to the hospital and admitted with a blood glucose of 436 mg/dl. He was diagnosed as in diabetic ketoacidosis and treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated: the MFR will file a follow-up report detailing the results of the evaluation once it is completed.